Event description:
It was reported that the insulin pump alarmed no delivery twice. The customer did not know the blood glucose reading. The customer was unable to troubleshoot, as this was a past event that he resolved by troubleshooting on his own. He declined to return the infusion set and reservoir for analysis. He did not know whether the infusion set cannula had been kinked or bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.